Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been experiencing low blood glucose levels due to the insulin pump delivering boluses and changing the basal rates on its own. The husband uploaded the insulin pump, and noticed that the basal rate was changed from 0.5 u/h to 2.0 u/h on (B)(6) 2011. On (B)(6) 2011, there was also a bolus of 10 units that the husband states his wife did not program. He also stated that the bolus maximum was set to 3.0 units. Advised the husband that the insulin pump would be replaced. Nothing further was reported.